Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient was experiencing weakness in one of their lower extremities post-implant. As a result, the patient underwent surgical intervention during which the lead was explanted and replaced at a later date. The patient's issue was resolved post-operatively.